Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
After repositioning the lead, it was difficult to extend the helix so the lead was replaced. The reported lead will not be returned as the patient is being investigated for sepsis. The physician stated that the infection is not implant nor device related.